Event description:
It was reported that during an atrial fibrillation ablation procedure; the irrigation port detached from the catheter handle. During ablation with the cool path duo catheter, the physician noted that the temperatures on the generator measured between 40-42 degrees celsius despite increasing the saline flow rate to the maximum rate of 40 ml/min. The generator was set with a temperature cut off of 42 degrees celsius. The physician removed the catheter form the pt to check the catheter tip and noted that the irrigation port was detached from the proximal edge of the catheter handle and there was no irrigation being supplied to the catheter. The procedure was completed with a cool flex catheter. There were no complications to the pt.

Manufacturer narrative:
One therapy cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. Although this device was manufactured after implementation of a quality improvement project in march of 2011, further product enhancements have since been implemented with a goal of improving customer satisfaction. (B)(4).